Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/19/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that it appears the plastic end (where the clips are) of the palindrome was pierced as there was a small hole. The product was removed from the patient as there was bleeding from this hole. There was also a kink in the palindrome after the cuff ring. The catheter was inserted (B) (6) 2009 and removed (B) (6) 2009 because of the problem. The catheter was replaced with new one.